Event description:
It was reported that the 2600 system was slow to image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The boards were re-seated during the service call. The system was put back into service.